Event description:
Rptr had silicone injections. The silicone has formed and is very hard. In 1993 her left breast was burning and causing her a great deal of pain. She has had mammograms, and, due to the silicone injections, the dr is unable to read them to determine if she has cancer. One dr has suggested a plastic surgeon operate and scrape off the silicone. One of her concern is the birth of her son, whom she conceived after the silicone injections.